Event description:
It was reported that this pacemaker was found to had reverted to safety mode upon interrogation. Technical services (ts) was consulted and upon review of the available information power consumption was found to be stable and no anomalies were found to be recorded. In addition, the patient was reported to experience light headedness, fatigue and chest discomfort related to the loss of atrioventricular synchrony. Subsequently, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis; however, results of investigation are not yet completed. A supplemental report will be submitted upon investigation completion.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.